Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty led unit. However, the specific cause of the faulty led unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation also found the occurrence of an e105 error code due to a light-emitting diode (led) unit failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e-107 error on the video system center. The procedure was diagnostic (upper gastrointestinal), and the procedure was completed with the same set of equipment. There was no report of patient harm associated with the event.